Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic following a battery performance alert (bpa) advisory observed remotely via merlin.net. The patient did not feel the vibratory alert. A previous interrogation (B)(6) 2020 noted 3.5 years left on the battery but the alert was noted (B)(6) 2020. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.